Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 73-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the pump was implanted but did not start. The automated impella controller (aic) was exchanged, but did not resolve the issue. The impella was exchanged for a new impella cp; however, the patient subsequently expired in the procedure room. The death is conservatively being reported on the impella due to the ability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was received. D9 was updated.